Event description:
On (B)(6) 2021, I purchased a set of resound hearing aids, model rt61-drwc, from (B)(6) in (B)(6). In order to take advantage of the full functions available for these hearing aids, I had to purchase a new smartphone. Resound's web site states that a (B)(6) phone was compatible with their software. On (B)(6) 2021, I returned to (B)(6) to learn how to program the hearing aids using the resound app. The units performed as they were designed to with no issues until (B)(6) 2021. At that time. In (B)(6) 2021, (B)(6) updated their operating platform software to version 12. That was when the communication problems started. The individual hearing aids would randomly disconnect from the app, making all the control functions unavailable except volume control and turning the units off and on. When trying to reconnect using the app, the software program would only recognize one hearing aid. When attempting to get both hearing aids to work, the next round of reinstalling the app would only recognize the opposite hearing aid. For four weeks at the end of the year, I was not able to get the hearing aid to fully function using the resound app on my smartphone. The app would recognize one or the other hearing aid but when attempting to connect to the app, the app would time out, leaving the hearing aids unable to work as designed. Customer complaints found on the internet indicated that this software issue was common to the (B)(6) model. Resound gn released a technical tip in (B)(6) 2021 with a work around. I talked to the resound customer support desk in december and the agent did not refer to the technical tip. Instead, he said the problem was with the android update from version 11 to version 12 by (B)(6). He was of no practical assistance. The (B)(6) clinical audiologist then called the resound customer support desk and received different advice which proved to be not relevant to the software issue. After several complaints to the dispenser, on (B)(6) 2022, resound regional manager, (B)(6), contacted me regarding this issue. He said that they were aware of the problem as it also affected several product lines and they were working on a fix. On (B)(6) 2022, (B)(6) notified me that resound was at the mercy of (B)(6) working with their it department to resolve the issue. No time commitment was given. On (B)(6) 2022, resound gave me a phone clip to use. This device has several of the functions available on the app but works independent of the app. Thus the visual functions and results available on the app are not available. In addition, the clip must be placed on a shirt pocket and aimed towards your head. It is hard not to inadvertently hit the device and knock it off you shirt pocket. I do not consider this clip device to be a viable option. Resound gn advertises that they, in partnership on technology with (B)(6), will offer the "full spectrum of direct audio streaming from android devices to hearing aids". This appears not to be the case. Ratings and reviews positive reviews negative reviews expert reviews related apps. (B)(6) 2021 by (B)(6), each morning I have to pair my hearing aids manually again because the app doesn't remember that they are paired. Sometimes I have to try repeatedly because it fails to sync up with one or both devices. I should not have to unpair and repair each day. Sometimes during the day, one device loses connection with the app for no apparent reason. Also, I got a new (B)(6) partly to allow me to hear my phone through my hearing aids. I briefly saw a screen for controlling the volume and outside sounds during streaming, but after pairing the devices again, that's gone. This app needs a lot of work. Constant connection issues (B)(6) 2022 by faraday3 once the ha are connected, it seems fine but after charging the ha overnight the connection on one or both ha is lost. Then the hokey pokey begins. I usually just give up. Also, the charging case appears to be needed in any attempt to reconnect the ha to the app. That means one is to always have the charging case available at all times? Not taking it with me while out all day. Very disappointed and frustrating. Where did my connectivity go? (B)(6) 2022 by (B)(6), for the last month I've had the same problems as the reviewer ahead of me. My hearing aid will give me the glissando that tells me they are hooked up for the tv but my phone tells me via 'status' that they are not connected or that I need a new battery, even when I've just put in a new battery. Screen shifting, all kinds of work around usually get me connected within 10 minutes--a process that used to happen automatically. (B)(6) 2022 by (B)(6) have had issues with my hearing aids disconnecting from my phone randomly. Then try to get it reconnected I have to unpair them and uninstall and reinstall the app. Start all over like they're new. Restarting my phone too. Have done that whole process multiple times and they still. FDA safety report ID# (B)(4).